Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A labeling review is not required because labeling could not have prevented the reported issue. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer used the magic 3 go male intermittent catheter, that the blue stick tab on the top of the catheter packaging was missing from two boxes of their catheters. The customer reported issues with no tabs with lot# jujt1285, lot# jujt1029. Per additional information received via email on 14jan2025, it was reported that the customer was inconvenienced by the defective catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer used the magic 3 go male intermittent catheter, that the blue stick tab on the top of the catheter packaging was missing from two boxes of their catheters. The customer reported issues with no tabs with lot# jujt1285, lot# jujt1029. Per additional information received via email on 14jan2025, it was reported that the customer was inconvenienced by the defective catheters.